Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips the device was being powered by a single battery and shut off during an attempt to defibrillate a patient. The users were monitoring the involved patient with the device when the patient went into cardiac arrest. The users attempted to defibrillate the patient but the device powered off without delivering the shock. The users grabbed another mrx powered by a single battery and performed defibrillation but the patient expired.

Manufacturer narrative:
It was reported to philips the device was being powered by a single battery and shut off during an attempt to defibrillate a patient. The users were monitoring the involved patient with the device when the patient went into cardiac arrest. The users attempted to defibrillate the patient but the device powered off without delivering the shock. The users grabbed another mrx powered by a single battery and performed defibrillation but the patient expired. The customer, (B)(6)( title not provided), explained that they successfully performed defibrillation with another mrx, but because the patient¿s condition was beyond saving, the patient passed. Two attempt were made to obtain patient characteristics (age, weight, height). The customer stated he was not provided this information. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer reported that after the event the users took the device to their station and removed the battery used during the incident, inserted a new battery, and the device powered off with the new battery as well. The users reported the battery used during the incident serial number to be (B)(4) l and noted the battery date code to be "new (B)(4) 2015". The customer has had the problem mrx with the original battery since (B)(4) 2017, he has printed the device status log and performed an op check, he has not been able to replicate the reported symptom. The customer is shipping the device to bench repair. The device was received by the philips bench repair on (B)(4) 2017. The reported issue was confirmed and traced to a faulty battery pca. The battery pca was replaced and the device passed all performance assurance testing and was placed back in service. Philips considers this was a malfunction of the battery pca. There is no indication of a systemic problem; no further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. Failure was localized to j2 pin 1, pin 2, and pin 4 which were found to be permanently compressed and bent. .